Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt) the device operated within the mfg specifications.